Event description:
The common failure we are seeing is what appears to be a design flaw in the part that holds the glass inside the device. The glass becomes dislodged. Event 1: a luxtec headlight was plugged in/being used during the patient's direct laryngoscopy procedure and the light box started smoking. It was immediately turned off/unplugged. The smoking stopped abruptly once the light box was turned off. Event 2: surgeon had headlight on with the cord plugged into the light box. The light was malfunctioning and did not work. The surgeon asked for his light to be adjusted or "turned back on" and as I walked over to the light box, it started to smell like melted plastic. The light cord was melted at the port of the box and extremely hot to the touch. The light cord was unplugged immediately, and the light helmet was removed from the surgeon. Manufacturer response for xenon lightsource, luxtec (per site reporter). We currently have a device sent out to the manufacturer for evaluation. The company has given us no status updates on for weeks even after emails requesting status updates have been sent.